Event description:
Additional information was received stating that after replacing with a new stent and microcatheter, the operator successfully completed the procedure. The cause of the pipeline damage/resistance/failure to open was not determined. The resistance occurred at the distal and middle sections of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline. The navien used was rfx072-115-08mp, lot number b803965.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline stent encountered resistance within the phenom catheter and failed to open in the distal section. The patient was undergoing intracranial blood flow diversion implantation for treatment of a saccular, unruptured aneurysm located in the ophthalmic artery segment of the right internal carotid artery with a max diameter of 9 mm and a 4 mm neck diameter. Landing zone: distal: 4.1 mm and proximal: 5.2 mm. The accessed vessel was the femoral artery with a diameter of 8mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was normal. The angiographic result post procedure showed vascular patency. It was reported that the patient's aneurysm was located at the ophthalmic segment, with tortuous vessels and a type iii cavernous sinus configuration. The operator planned to anchor the distal tip of the pipeline device at the proximal segment of the posterior communicating artery, and to land the proximal end at the straight segment of the cavernous sinus. The micro guidewire, together with the phenom 27 and the 6f 115cm navien in a coaxial arrangement, was advanced upward. The tip of the phenom 27 was positioned in the m2 segment, while the tip of the navien was placed at the ascending portion of the cavernous sinus. The stent protective sheath was pre-flipped outside the body and, after hydration, delivered into the phenom 27. The operator reported significant resistance while advancing the pipeline stent through the microcatheter. After adjustments and coordination between the intermediate catheter and the microcatheter, the distal tip of the stent was finally positioned at the straight segment of m1. The operator stabilized the distal tip of the stent and withdrew the phenom 27, deploying approximately 6 mm of the stent and waited for 10 seconds, but the distal tip of the stent still did not open. The operator then withdrew the entire system to the internal carotid artery, yet the distal tip still remained closed. The phenom 27 was advanced to retrieve the stent, and the operator attempted to further deploy the stent by advancing the delivery rod. The stent opened, but the distal tip did not appose well to the vessel wall. After slight overall retraction, the distal tip still failed to adhere properly. Under fluoroscopy, one side of the stent appeared horn-shaped. The stent was then removed from the body, and inspection revealed roughness at the distal tip of the stent. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a navien 115 6f guide catheter.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 231070660); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received there were no issues with the navien.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex pushwire and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. The pipeline flex pushwire was returned outside the phenom 27 catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter could not be confirmed to have resistance during delivery as no defect were found with the pipeline flex pushwire and phenom 27 catheter. No resistance was observed during testing. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. The phenom 27 catheter is compatible to use with pipeline flex, the patient's vessel tortuosity was moderate and a continuous saline flush was administered and maintained as indicated in the IFU. Which eliminates these factors out as potential causes. In addition, based on the analysis fing, the pipeline flex could not be confirmed to have failure/incomplete open at distal as the pipeline flex braid was not returned for analysis. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.